Event description:
It was reported by the field service representative (fsr) that the screen went blank, and the pump stopped pumping. The staff stated that the pump was plugged in and was operating normally in the or. As a result, the pump was swapped out. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint that "suddenly the screen went blank and the pump stopped pumping" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the serial number/lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported by the field service representative (fsr) that the screen went blank, and the pump stopped pumping. The staff stated that the pump was plugged in and was operating normally in the or. As a result, the pump was swapped out. There was no report of patient complications, serious injury, or death.